Event description:
The customer reported that the speaker was displaying a intermittent "primary speaker failure" message. The caller could not confirm if a audible tone was heard during the reported error message. No pt involvement.

Manufacturer narrative:
Initially, the customer could not recall if a audible tone was heard. New info provided on 03/26/2010 revealed that the error message is no longer present and the alarms are functioning however; stated that the "primary speaker failure" message is intermittent. The customer has agreed to returning the device for analysis to the mfg site. Following the device investigation, a summary of the investigation results will be provided in a.... Note: the monitor is designed with a piezo speaker which performs the following function as indicated in the operators manual: "a high-pitched piezo tone sounds if there is no user response to an audible alarm, or if the oximeter detects a failure of the primary speaker."